Event description:
The customer reported that the insulin pump alarmed after changing the reservoir, insulin squirted out during the manual prime process, and the device was stuck in the prime loop. The blood glucose reading was 335mg/dl. Troubleshooting was performed, and the drive support cap was sticking out. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.